Event description:
It was reported by the rep that the (2) tl90 were used during a major fissue repair procedure. It was reported that the surgeon was performing the procedure on the pt's right lung for control of an air leak. The pt had emphysema. The tr90 cartridge did not have any staples in it. It was a gray cartridge. The tl90 drivers punctured the lung causing an 80-90 mm hole in the major fissure. Bleeding began immediately and the surgeon had to suture the entire staple line hole using a 3.0 prolene suture. The operating room time was extended by 5 minutes and the case was converted to open. The sales rep inspected the device, after the incident, and could not find any staples. The instrument seemed to work fine and the problem seemed to be in the cartridge.